Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The field service representative (fsr) was sprayed in the face from the external waste pump of the architect c4000 processing module. The customer reported errors involving the architect c4000 processing module and was unable to resolve after changing the lamp. The customer declined further troubleshooting and requested service. The field service representative (fsr) was dispatched and replaced the wash zone nozzles and rebuilt the vac pump. After the repairs were complete, the instrument was started up and the outlet hose on the external waste pump popped off it¿s fitting and sprayed the fsr in the face. The fsr reported the outlet hose had been incorrectly connected to the waste pump. The fsr went to the emergency room on site for care; however, no treatment no treatment was provided, and no tests were ordered. It was noted the fsr was wearing a lab coat, gloves, and personal prescription glasses. There was no report of harm or injury and no impact to patient management was reported.

Manufacturer narrative:
The field service engineer (fse) was sprayed with liquid when attempting to clean the external waste pump fittings on the architect c4000 processing module for serial # (B)(6). The fse was sprayed in the face due to incorrect fastening of the waste pump fittings (rohs) and the tubing popped off when the module was turned on. The waste pump fittings (rohs) were cleaned and the fastening/clamps were tightened resolving the issue. Labeling was reviewed and provides adequate information regarding wearing personal protective equipment (ppe) and safety awareness where hazards may exist and instructions for the removal and replacement of the waste pump fittings (rohs). The instrument service history review revealed no additional service tickets associated with the issue. A review of tracking and trending for the waste pump fittings (rohs) did not identify any trends. A review of the scorecard identified no similar issues related to the architect c4000 or likely cause parts as described. A review of historical data found no non-conformances related to the current complaint. Based on the investigation, no systemic issue or deficiency for the architect c4000 processing module sn (B)(6) or waste pump fittings (rohs) was identified.